Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective incisional hernia repair, laparoscopic procedures. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications - total 3, bleeding 1, organ injuries 2, vascular 1, bowel 0, stomach 0, spleen 0, liver 0, others 1. General complications - total 4, fever 0, urinary tract infection 0, diarrhea 0, gastritis 0, thrombosis 0, pulmonary embolism 0, pleural effusion 0, pneumonia 2, copd 0, cardiac insufficiency 0, coronary heart disease 0, myocardial infarction 0, renal insufficiency 1, hypertensive crisis 0, patient deceased 0, others 0. Postoperative complications - total 11, bleeding 4, seroma 6, prolonged ileus or obstruction 1, bowel injury / anastomotic insufficiency 0, wound healing disorder 0, infection 2. Complication-related reoperations - total 4. Recurrence, pain and complications on 1-year follow-up: recurrence on 1-year follow-up 8, pain on exertion on 1-year follow-up 31, pain at rest on 1-year follow-up 20, pain requiring treatment on 1-year follow-up 15, trocar hernia on 1-year follow-up 1, secondary haemorrhage on 1-year follow-up 0, seroma on 1-year follow-up 6, infection on 1-year follow-up 7.